Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of essure found in pelvis'), embedded device ('left cornu with possible small coil embedded') and device dislocation ('a small radiopaque foreign body in the left mid abdomen') in a 34-year-old female patient who had essure (batch no. 774384) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lsil, nulli gravida, nulliparous, anxiety, arthritis and migraine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("retained essure coil"), 9 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, embedded device, device dislocation, pelvic pain and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, embedded device and pelvic pain to be related to essure. The reporter commented: essure insertion date as per medical records is (B)(6) 2011. Patient with placement of essure devices. One was placed in may, and the other placed in early june. Number of expanded coils that appeared trailing into the uterine cavity was 3. Identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded calls that appeared trailing into the uterine cavity was not able to be cannulated. Unclear if a second operation was done on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impress ion(s): 1. Satisfactory position of the essure device within the right fallopian tube. No contrast extends into the right fallopian tube past the proximal end of the essure device. 2. Normal shape of the visualized portions of the uterine cavity. 3. Fragmentation of the essure device on the left. A small portion of the proximal end of the device likely lies at the proximal portion of the interstitial or isthmic portion of the left fallopian tube. No contrast extends into the left fallopian tube. The distal end of the device likely lies distally within the fallopian tube or may be extruded into the peritoneal cavity. Investigation - on (B)(6) 2020: postoperative follow-up visit: she underwent laparoscopic salpingectomy and essure removal weeks ago. She has no current complaints. The pathology was negative for malignancy. Right salpingectomy with essure removal. Left salpingectomy but the device was not located, only a fragment noted in the left cornu and a small fragment that was free floating was removed. Laparoscopy - on (B)(6) 2020: findings: retroverted uterus, normal ovaries, normal right tube with essure visible through peritoneum. Left tube normal with no visible coil, left cornu with possible small coil embedded, fragment of essure found in pelvis and removed, the majority of the left device was never identified despite efforts. Pathology test - on (B)(6) 2020: diagnosis: foreign body, removal - clinical information : pelvic pain, retained essure coil. Gross description: foreign body. The specimen consists of a coiled metallic device measuring 5 x 0.3 x 0.3 em with a small amount of attached grossly unremarkable yellow adipose tissue and tan pink soft fibrous tissue. Impressions: 1 of the patient's essure devices has been removed since the previous study (right). The second is located approximately the midline. 2 small radiopaque foreign bodies in pelvis project over the sacrum. X-ray - on (B)(6) 2020: flat/upright. Findings: 2 essure devices, one within the right pelvis and another located in the mid abdomen. A small radiopaque foreign body in the left mid abdomen overlying the midline of the sacrum consistent with a fragment from the more superior left-sided device. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical records received: previously reported event medical device removal replaced with "left cornua with possible small coil embedded", "fragment or essure found in pelvis", "a small radiopaque foreign body in the left mid abdomen". Reporter, lot number, medical history, lab data, and reporter comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of essure found in pelvis'), embedded device ('left cornu with possible small coil embedded') and device dislocation ('a small radiopaque foreign body in the left mid abdomen') in a 34-year-old female patient who had essure (batch no. 774384) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lsil, nulli gravida, nulliparous, anxiety, arthritis and migraine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("retained essure coil"), 9 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, embedded device, device dislocation, pelvic pain and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, embedded device and pelvic pain to be related to essure. The reporter commented: essure insertion date as per medical records is (B)(6) 2011. Patient with placement of essure devices. One was placed in may, and the other placed in early june. Number of expanded coils that appeared trailing into the uterine cavity was 3. Identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded calls that appeared trailing into the uterine cavity was not able to be cannulated. Unclear if a second operation was done on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression(s): 1. Satisfactory position of the essure device within the right fallopian tube. No contrast extends into the right fallopian tube past the proximal end of the essure device. 2. Normal shape of the visualized portions of the uterine cavity. 3. Fragmentation of the essure device on the left. A small portion of the proximal end of the device likely lies at the proximal portion of the interstitial or isthmic portion of the left fallopian tube. No contrast extends into the left fallopian tube. The distal end of the device likely lies distally within the fallopian tube or may be extruded into the peritoneal cavity. Investigation - on (B)(6) 2020: postoperative follow-up visit: she underwent laparoscopic salpingectomy and essure removal weeks ago. She has no current complaints. The pathology was negative for malignancy. Right salpingectomy with essure removal. Left salpingectomy but the device was not located, only a fragment noted in the left cornu and a small fragment that was free floating was removed. Laparoscopy - on (B)(6) 2020: findings: retroverted uterus, normal ovaries, normal right tube with essure visible through peritoneum. Left tube normal with no visible coil, left cornu with possible small coil embedded, fragment of essure found in pelvis and removed, the majority of the left device was never identified despite efforts. Pathology test - on (B)(6) 2020: diagnosis: foreign body, removal - clinical information : pelvic pain, retained essure coil. Gross description: foreign body. The specimen consists of a coiled metallic device measuring 5 x 0.3 x 0.3 em with a small amount of attached grossly unremarkable yellow adipose tissue and tan pink soft fibrous tissue. Impressions: 1 of the patient's essure devices has been removed since the previous study (right). The second is located approximately the midline. 2 small radiopaque foreign bodies in pelvis project over the sacrum. X-ray - on (B)(6) 2020: flat/upright. Findings: 2 essure devices, one within the right pelvis and another located in the mid abdomen. A small radiopaque foreign body in the left mid abdomen overlying the midline of the sacrum consistent with a fragment from the more superior left-sided device. Lot number: 774384 manufacturing date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 34-year-old female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.